Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer had telemetry difficulty. The telemetry cut in and out while manipulating the head connector. The connector was found to be loose at the printed circuit board. The board was replaced and recalibrated. The programmer's hard drive was reconfigured and loaded with updated software. It was also indicated that the system fan was noisy and therefore replaced. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer had a difficult time obtaining telemetry. Multiple programmer heads were used; however, the issue did not resolve. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. There was no patient involvement.